Event description:
On 11/16/1998, further info was reported to us. This info was that at the first use of the pencil, the pencil button (cut or coag) remained activated. The pencil was placed in the tissue pocket near the pt, and burnt the pt.